Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
Post-operative complication : infection. Re-operation with component change on the (B)(6) 2021 (no information regarding the exact devices removed). IV antibiotics, cement antibiotic spacer added.